Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked; but was functional. Reportedly, the reason for the cracked screen was unknown. Additionally, it was reported that half of the display screen was black and unreadable. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.